Event description:
It was reported that there is no alarm when battery is low. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
The philips remote service engineer (rse) reviewed the logs and it can be confirmed that device did not show an inop for weak/empty battery at the times. The device seems to lose connection and upon exchange of battery the device connects again. Logs also show that alarms for weak battery have been issued in other occasions. Rse requested additional information. Awaiting biomed to verify which battery was used and the status of it. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.